Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with plunger error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Complaint trending review of the lot (8011753) for this is issue reveals this is the first complaint. The non-conformances were reviewed for this batch; there were no non-conformances associated with this defect. The returned photos were reviewed but the complaint could not be substantiated. No samples were returned in support of this complaint. DHR review indicated that there were no incidents which may have attributed to the failure mode, the product is designed to allow the user to draw the plunger back slowly and not in a sharp/exerted motion. However, from the verbatim text contained in the report, it is possible that the end user may have pulled back on the plunger and detached it from the stopper. The product is designed to enable the plunger to be drawn backwards but in a slow and even action. Additional training in the use of the product is advised, and has been communicated to the regional marketing representatives. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd posiflush xs pre-filled flush syringe there was an issue with plunger error. There was no report of injury or further medical intervention.